Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia to 60 mg/dl and remained under 70 mg/dl for about an hour, treated with juice followed by a peanut butter sandwich and pie, with a concurrent report of no low or urgent low alerts from the connected cgm app. Symptoms included no loss of consciousness and no other acute effects reported. Outcomes included self-treatment without medical intervention, no assistance required, and no hospitalization. Investigation included troubleshooting and education and a transfer to the cgm partner organization for app issues. Investigation of this case revealed an unclear cause of hypoglycemia with no device alarms reported and no identifiable device malfunction from available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.